Manufacturer narrative:
(B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "keeps saying error on screen." Later the quality engineer assigned failure code 810:11, found in the event history, to be the problem; this condition had the potential to interrupt delivery. This condition was found in the rehab services department. This event occurred during power up. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which "keeps saying error on screen" was not confirmed nor duplicated during product evaluation. The quality engineer assigned failure code 810:11, found in the event history. All of the devices air-in-line testing came back within range. Therefore, no assignable cause could be provided and no repair was necessary for this condition. Additional information: additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). A service history review revealed that this device has been serviced once prior to this event for recharging. The device has not been previously sent into service for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.